Manufacturer narrative:
Device evaluation of monitor sn(B)(4) and electrode belt sn(B)(4) have been completed at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon further investigation of the download data, the monitor had experienced multiple download communication faults, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The root cause of the defective sd card could not be positively identified.

Event description:
6/29/2021: submitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 9/26/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was reportedly conscious at the time and felt the defibrillation shock. The patient's rhythm at the time of the event is unknown as the ECG recordings are not available. As such, the event is being reported out of an abundance of caution. The patient visited the emergency room and continued use of the lifevest.